Event description:
It was reported, the remote transmitter was unable to connect using rf telemetry. The patient presented in clinic and the device was unable to be interrogated and had no magnet response. The device was explanted and replaced to resolve the event. The patient was stable.